Event description:
It was reported that insyte autog bc yel 24ga x 0.75in was difficult to operate. The following information was provided by the initial reporter: material no: 382512 batch no: 9338798 it was reported dull and hard to slide off of catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-06 h6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received four representative units in sealed packages from material number 382512, lot number 9338798. Through the visual/microscopic examination, there was no physical/mechanical damage observed on any of the areas of the catheter tubing. The catheter over the bevel and the tip were graded as acceptable per specifications. The lie distance which is the distance between the cannula and catheter tip was also found within specification. In order to test a needle to confirm if it is dull or blunt a penetration and drag test was performed. The four units passed the test. The returned representative units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report for needle defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1536. FDA patient problem code: 2199.

Event description:
It was reported that insyte autog bc yel 24ga x 0.75in was difficult to operate. The following information was provided by the initial reporter: material no: 382512 batch no: 9338798. It was reported dull and hard to slide off of catheter.